Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's implantable neurostimulator (ins) stopped working. The ins had been removed and replaced. It stopped working and it was determined to be caused by the patient's seizure. It was unknown when this started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.